Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's blood glucose level is often too high, "more than 40 mg/dl". The issue has been ongoing since the end of (B)(6). The pt's parents attempt to make corrections to the elevated blood glucose levels using the infusion device, but with no success. When the parents switch their daughter over to the back-up infusion device, her blood glucose levels are normal. The parents think that the infusion device is not delivering enough insulin. They also think the infusion device displays the e4 (occlusion error) too late or not at all. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.